Manufacturer narrative:
Correction: h6: investigation findings.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical technical support was able to confirmed the customer reported issue. Bench testing revealed manufacturing on/off and control lock button on the encoder panel was causing the problem. As a resolution, technician will replaced the encoder panel and process the unit through service to meet all factory specification and standards. The encoder panel will be sent to fa lab for further analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel unit was not powering off it said "external power loss" and vent inop (ventilator inoperable) light and continues to beep. The customer confirmed that there is no patient involvement associated with this reported event.